Event description:
A customer contacted beckman coulter inc., (bec) to report they had obtained a false positive troponin (accutni) result of 0.36ng/ml from one patient sample tested on their the access 2 immunoassay system. The result was reported out of the laboratory. The patient was admitted to the hospital and observed in the intensive care unit (ICU) were additional patient testing was performed. The customer communicated the patient has a history of cardiac issues and the patient was considered for catheterization at the time of the event. Additional testing performed in the ICU did not match the elevated accutni result and the catheterization was not performed. Electrocardiogram (EKG) test performed on the patient did not indicate a problem. The patient sample was repeated on the access 2 instrument two days later ((B)(6) 2012) and normal accutni results of <0.01ng/ml were obtained.

Manufacturer narrative:
Per customer supplied documentation, system checks were passing within specifications on the (B)(6) 2012, prior to the event, and qc was also performing within the customer's established limits on the date of the event. The customer reported that after they obtained the elevated patient result on (B)(6) 2012 they performed a system check which failed the unwashed mean specification and the customer requested service to evaluate the instrument performance. A bec field service engineer (fse) noted the customer adjusted ultrasonic settings; however, no further details were provided. The fse checked the instrument temperatures and adjusted the pipettor setting from >40c to 36.4c (specification is 37c +/-2c). The fse noted the customer replaced the sample pipettor tip and they aligned the pipettor to all assemblies. Per the fse, the sample pippetor was "grossly mis-aligned to a level where the sample probe was rubbing against the side of the wash tower. The fse indicated the mis-alignment is a likely cause of the erroneous results as there was a potential for improper washing of the sample pipettor (leading to or contributing to sample carry over). The fse performed a passing system check and passing qc to verify instrument performance was acceptable after all repairs were complete. Hardware is the likely cause of this event. The fse observed the instrument sample pipettor was grossly out of alignment and was contacting the pipettor wash tower during washing. The fse indicated the degree of mis-alignment on the sample pipettor was enough to cause sample carryover as the mis-alignment was negatively impacting washing of the sample pipettor tip.